Event description:
It was reported that the patient stated that the area where the implantable neurostimulator (ins) was located was not warm, but was ¿quite uncomfortable.¿ additional information reported that the generator site was ¿bright red and looked infected.¿ an email sent on (B)(6) 2013 by the manufacturer¿s representative stated that the ins was removed due to the infection. It was noted that the patient was going to be discharged ¿tomorrow.¿ additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID neu_unknown_lead, serial# unknown, explanted: 2013-(B)(6), product type lead product ID neu_unknown_lead, serial# unknown, explanted: 2013-(B)(6), product type lead. (B)(4).